Manufacturer narrative:
Evaluation of the bur shows it is bent slightly. The inner bur is galled heavily approximately three inches from the bur tip. Device will be forwarded to qe for further evaluation. (B) (4). (B) (4).

Event description:
Product released unusually large amount of metal shavings into pt. Internal shaft appeared to be catching. The procedure performed was an elbow arthroscopy. The surgeon was unable to retrieve all shavings, they were so far in the pt, he could not remove.